Event description:
Caller states the patient tested 4.4 inr on the coaguchek system and 3.3 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect device, however strips are unavailable for return.

Manufacturer narrative:
Additional concomitant medical therapy: lipitor.